Event description:
Legal counsel for patient reported that patient underwent total right hip arthroplasty on (B)(6) 2004, and a revision procedure performed on (B)(6) 2013. Legal counsel reports patient allegations of pain, swelling, inflammation, damage to surrounding bone/tissue, lack of mobility, loss of range of motion, and elevated metal ion levels. Legal counsel for patient further reports that patient had metal-on-metal staining and grayish-brown fluid with metallosis. A review of invoice history revealed that the initial right hip arthroplasty procedure on (B)(6) 2004. Invoice history confirmed the date of the revision procedure and that the acetabular cup and modular head were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 2 of 4 mdrs filed for the same patient (reference 1825034-2014-01584 / 01585 and 1825034-2015-00789 / 00790).

Event description:
Legal counsel for patient reported that patient underwent total right hip arthroplasty on (B)(6) 2004, and a revision procedure performed on (B)(6) 2013. Legal counsel reports patient allegations of pain, swelling, inflammation, damage to surrounding bone/tissue, lack of mobility, loss of range of motion, and elevated metal ion levels. Legal counsel for patient further reports that patient had metal-on-metal staining and grayish-brown fluid with metallosis. A review of invoice history revealed that the initial right hip arthroplasty procedure on (B)(6) 2004. Invoice history confirmed the date of the revision procedure and that the acetabular cup and modular head were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient medical records indicates that the procedure on (B)(6) 2004 was a conversion from an endoprosthesis to a total hip where a biomet acetabular cup and modular head were implanted. Patient medical records further indicate that a revision procedure was performed on (B)(6) 2006 due to osteolysis, metallosis and loosening of the femoral stem. Revision operative report notes the modular head and femoral stem were replaced with biomet femoral components and cables were implanted. Additional information received in patient medical records indicates that a revision procedure was performed on (B)(6) 2008 due to loosening of the femoral stem. Revision operative report notes the femoral stem and modular head were replaced with competitor components. Additional information received in patient medical records reveals the revision procedure performed on (B)(6) 2013 was due to loosening of the acetabular cup, osteolysis and metallosis. Revision operative report notes metal staining, grayish-brown fluid and greater trochanter non-union were discovered. Operative report further notes the modular head and acetabular cup were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-01584 / 01585).